Manufacturer narrative:
Section a3b: unknown. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. :

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into the patient's left eye and realized that the haptic was broken. It is unknown how much of the iol was inserted into the eye. The patient is good and no harm. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 06/05/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod advanced with viscoelastic residue was distributed through the length of the cartridge. The lens module and device assembly were inspected, and no issues were identified. The lens was removed from the lens module and cleaned and was observed with a detached haptic and cosmetic issues on the optic body. Haptic width and thickness were measured, and both were within specification. No further evaluation was performed. Conclusion: the complaint issue haptic damaged was not identified during photo and product evaluation. The observed haptic detached is similar to the reported complaint issues. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.